Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for rsd/causalgia ¿ complex regional pain syndrome. The patient reported that the implant was removed about 4-5 years ago because it wasn¿t helping her. No further complications were reported.